Event description:
It was reported from unit 5d that at 2201 the device was programmed to infuse intravenous piggy back (ivpb) of iron sucrose 400mg/normal saline 250ml. Approximately 4.5 hours later the nurse found 100ml remaining in the IV medication bag even though the device volume reported that 279ml were infused. There were no adverse affects caused to the patient.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 04/05/2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Devices sent to 3rd party biomed for investigation.

Event description:
It was reported from unit 5d that at 2201 the device was programmed to infuse intravenous piggy back (ivpb) of iron sucrose 400mg/normal saline 250ml. Approximately 4.5 hours later the nurse found 100ml remaining in the IV medication bag even though the device volume reported that 279ml were infused. There were no adverse affects caused to the patient.